Event description:
It was reported the patient was in a car accident prior to 2010 and they had shooting pain in their chest and a shocking sensation in their chest, arm, and hand. The implantable neurostimulator (ins) was replaced and the pain went away. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3387-40, lot# j0405874v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: lead. Product ID 3387-40, lot# j0401949v, implanted: (B)(6)2 004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).